Manufacturer narrative:
The aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 29sep2023.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). Than a getinge field service engineer (fse) had evaluated some of the stocks which were being issued to the technician. Than the fse had opened up the three boxes in which there were containing the issued safety disks and than the fse had observed that the serial number on the safety disks did not match the serial numbers on the boxes. Than the fse had further investigated than they also found another unit still in our warehouse stock with the same discrepancy where the serial number on the disk does not match with the serial number on the box. There is also an attached sheet where it indicates the serial number on the box vs serial number on the disk. Than the fse had corrected the records on there erp to reflect the correct serial numbers of the disks for the tracebility purposes.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) safety disks (p/n 0997-00-0985-01) were received into our warehouse as new stock from getinge. Some of the stock were issued to technician. When the three boxes containing the issued safety disks were by the technician, he observed that the serial number on the safety disks did not match the serial numbers on the boxes. Upon investigation we also found another unit still in our warehouse stock with the same discrepancy where the serial number on the disk does not match the serial number on the box. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d4 (UDI). Due to character limit in block e1 event site address: (B)(6).